Event description:
It was reported that during a follow up in clinic, intermittent loss of inductive telemetry was noted on the device. Abbott technical support was contacted; however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.